Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of lo (less than 10mg/dl) and 110mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips used in the event; a replacement was sent.